Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for one (1) patient. The patient's sample was reanalyzed four (4) times on the customer's alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and lower results, within the normal reference range, were obtained. The sample was then recentrifuged and reanalyzed three (3) times on the original access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) with an alternate access accutni+3 reagent pack and erratic results, both above and within the normal reference range, were generated. The sample was then reanalyzed, again on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4), using the original access accutni+3 reagent pack, and lower results, within the normal reference range and an ind (indeterminate) flagged result were obtained. The original elevated result was reported outside of the laboratory and there was change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results, as the patient was admitted to the intensive care unit (ICU). Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. Quality control (qc), calibration, precision runs and system check were all performing within assay and instrument specifications at the time of the event. The sample was collected in a lithium heparin gel tube and was centrifuged in a statspin centrifuge for three (3) minutes at an unknown speed. The customer noted the sample was a short draw.

Manufacturer narrative:
The customer did not provide patient demographics such as: age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse did not note any hardware issues that contributed to the non-reproducible results. System parameters of quality control (qc), system check, and a precision run were recovering within published performance specifications. The access accutni+3 reagent was not returned for investigation. In conclusion, pre-analytical sample handling is the likely cause of the non-reproducible access accutni+3 results, as the sample was a short draw. (B)(4).